Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05640, 2134265-2015-05837, 2134265-2015-05838. It was reported that an increase in an existing pericardial effusion occurred. The patient was undergoing a left atrial appendage closure (laac) procedure. Before the procedure started, a moderate pericardial effusion was noticed. Two 27mm watchman laa closure devices and two watchman access systems were used. After the second recapture with the second watchman laa closure device, the pericardial effusion became bigger. The procedure was stopped and a pericardial drainage kit was used. They drained 7 x 60cc syringes of blood from the patient and reinjected via a venous femoral access. After 40 minutes, the pericardial space was cleared of the effusion. The patient was stable; however, the laac procedure was not completed.